Manufacturer narrative:
Correction to device available for evaluation. The subject device was returned and evaluated. This report is being supplemented to provide additional information based on clarification to results of third party testing, the device evaluation, and the legal manufacturer's final investigation. The following was result of the culture test, performed at the third-party labs, provided from the user: on (B)(6) 2022 sampling from: all channels. Cfu: 3cfu. Bacterial identification: unknown. On (B)(6) 2022 sampling from: all channels. Cfu: 1cfu. Bacterial identification: unknown. The following was result of the culture test, performed at the third-party labs, provided from olympus: sampling from: all channels. Cfu: <1cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The user returned the device to the french olympus subsidiary for further investigation. The microbiological analysis indicated the results obtained comply with the target level defined in instruction of july 4, 2016, for an endoscope. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, after a microbiological routine control on the uretero-reno fiberscope, the user detected an unexpected contamination. There were no reports of patient harm or any contamination associated with this event.